Event description:
The physician reported that after an external cardioversion during a cardiac intervention, no pacing and no telemetry or magnet reaction could be observed with the pacemaker involved in this MDR report. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.